Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1802 cyst(s).

Event description:
It was reported that a bruising event occurred. On the first week of (B)(6) 2022, bleeding occurred immediately upon insertion of the sensor. The sensor was removed, and the greater-than-normal bleeding stopped after applying pressure. Subsequently, the patient developed a bruise/hematoma in the area and it did not resolve. In (B)(6) 2023, the patient was evaluated by her primary medical doctor after consultation with her endocrinologist in (B)(6) 2023. The patient was referred to a surgeon who has scheduled an ultrasound and subsequent incision and drainage based upon the ultrasound results. It is suspected the blood in the hematoma has been replaced with clear fluid. The patient¿s parent reported that they will call back when the patient undergoes an incision and drainage. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.